Event description:
The customer reported to olympus, the colonovideoscope had leaking on the control part. The device was returned for evaluation. During the device evaluation jet tube white foreign material was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a cut on switch 1, plug unit was damaged, insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover, bending angle in the down direction did not meet the standard value due to wear of the angle wire, adhesive on the bending section cover had wear, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign; however; the customer returned the device without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.